Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was confirmed whole screen turns pure white and the displayed contents are not able to be viewed. The device¿s lcd display was replaced to address the issue.